Event description:
A communication issue has occurred between an MRI and imagelink. This problem results in imagelink not capturing entire studies. As a result significant data could be missed by an end user.